Event description:
Low anterior rectum resection. Colon was resected with slcr55b dlu and could not be opened. Jaws were opened with manual force and removed from tissue. There was unanticipated tissue loss since tissue had to be resected. Case was completed with competitive device.